Event description:
This report is being cancelled as the unit had no malfunction and only was a safety disk replacement due to hitting it's maximum hours.

Manufacturer narrative:
This report is being cancelled as the unit had no malfunction and only was a safety disk replacement due to hitting it's maximum hours.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has safety disk error alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.